Event description:
Meter name: one touch ii, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: nauseated, thirsty, shaky. The patient reported pt's blood sugar lever stayed high due to not knowing how much insulin to give themself. The meter allegedly would only prompt messages "not ok" and "redo". A meter malfunction. The result on their meter was unable to test. The result on the no comparison. The time difference between patient's meter and no comparison. Treatment given. No treatment. No further information has been reported.